Manufacturer narrative:
(B)(4). (B)(6). Evaluation information: the flogard infusion pump was serviced on site. Visual inspection, force sensing resistor testing and an alarm log review were performed. During visual inspection it was identified that the door latch roller was damaged, cause unknown. The latch roller was replaced to correct this condition. The pump passed all testing and was returned to good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged latch roller. This malfunction was identified during service; therefore, there was no patient involvement. Additional information is not available.